Event description:
Healthcare professional later reported "rupture and seroma-late" confirmed via MRI, mammogram and ultrasound and "abscess/pus". Healthcare professional later reported "patient did not have an infection and the current status is good". This record is for the left side. Device was explanted and replaced with another manufacture device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "broken allergan device". This record is for the left side. Device remains implanted.